Manufacturer narrative:
(B)(6). Bd received (B)(4) photos and (B)(4) samples from the customer facility for investigation. Based on the photos, bd observed gel smearing on the tube walls post centrifugation. Three of the returned samples had large air bubbles in their gel, and gel smearing on the walls of the tubes. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® sst¿ gel tubes for serum chemistry was having abnormal probe sucking from gel interference and smearing in the tube. No injury or medical intervention.